Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however, a like device catalog# 2991232, 510k# k073291 was cleared in the united states. The cage has been returned to the manufacturer for eval. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that after the cage was implanted into the l5-s1 disc space, the surgeon wanted to reposition the cage as it was a little bit too far in the disc space. The device could not be repositioned as the end of it was broken. No loose parts of the device remain in the pt. The pt is doing well.